Event description:
It was reported that the device was used during a rectosigmoidectomy. The device cut but did not staple the tissue. Another device was used to complete the case. There were no consequences to the patient.